Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(6). Was not returned for analysis; however, a log file was submitted for review spanning approximately 7 days (30dec2020 ¿ 06jan2021 per timestamp). On 05jan2021 at 04:53:10 - 04:53:11 there was a no external power alarm due to a dual power cable disconnect while exchanging power sources from the mpu to 14v battery power. The backup battery provided power during this time. The alarm cleared when the patient connected both power leads to 14v battery power. There were no other notable alarms in the log file. Pump operation was not affected. The root cause of the reported no external power event was determined to be from a dual disconnection of the power leads during a power source exchange. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller and not to disconnect both power leads simultaneously during a power source exchange. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6). Was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
After review of the log file it was determined that the no external power alarm on 05jan2021 was due to a dual disconnection of the power leads during a power source exchange and was not due to an issue with the mpu.

Manufacturer narrative:
Serial number was requested, but not yet provided.

Event description:
It was reported that the log file captured no external power and low power hazard alarms on (B)(6) 2021 while tethered to the mobile power unit (mpu). The controller was momentarily disconnected from an external power source, which caused the controller to momentarily operate on backup battery/power save mode. This was caused by power to the mpu being briefly interrupted. This may have been due to the power cord coming loose from the wall outlet or the house losing power.